Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. From the reported information, it is likely that the cause of the subsequent dislodgement was the external force on the valve that occurred during balloon aortic valvuloplasty. However, potential compounding factors of valve dislodgement could include improper sizing between valve and annulus, irregular patient anatomy, and/or incomplete frame expansion. A conclusive cause could not be determined based on the information available. A second valve was implanted successfully, with mild pvl being noted. A conclusive cause of the mild pvl could not be determined. Mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. The physician elected to address the pvl with balloon aortic valvuloplasty (bav), which in the process dislodged the valve from the target site. A second valve was successfully implanted valve-in-valve, resulting in mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.